Event description:
It was reported that the customer experienced high blood glucose. It was stated that the customer believes the device was not delivering insulin. The customer was admitted to the intensive care unit with a glucose level of 700mg/dl. It was stated that the doctors treated with a manual injection, but the customer was unresponsive to insulin on the device. Ran a fix prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. Advised the mother to check with the doctor about the basals on the insulin pump and to monitor the device for any signs of malfunction. It was stated that the customer called back and stated that the insulin pump did not stop delivering insulin during manual prime and no numbers appeared on the screen. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.